Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange occurring on 28jun2023 was able to be confirmed. The heartmate ii system controller was not returned for analysis; however, a log file was submitted for review. A review of the log file contained events with recorded events on 29mar2023 ¿ 03apr2023, 28jun2023, and 06sep2023 per timestamp. This controller was observed to have been exchanged on 28jun2023. The controller was observed to have been put back into use on 06sep2023 at 18:40. There were no atypical events regarding the system controller. Additional information provided on 16feb2024 stated that the serial number of the system controller is unknown, and that the patient repeatedly exchanges controllers without notifying the site. The root cause of the reported event was determined to be the user exchanging the controller when it was not warranted. The device history records for the system controller were unable to be reviewed due to the serial number being unknown. Heartmate ii instructions for use (rev. B) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files contained events consistent with a controller exchange taking place on (B)(6). 2023. Additionally, multiple disconnection/ reconnections of the driveline were observed on (B)(6). 2023. Pump MFR # 2916596-2023-08669.